Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed august 29, 2016. (B)(4).

Manufacturer narrative:
This report is submitted on august 19, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to an infection at the implant site. The patient was treated with IV and oral antibiotics, post operatively (duration unknown). Re-implantation is planned; however, has yet to occur as of the date of this report.